Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter fracture occurred. In (B)(6) 2015, a 12f 45cm expel drainage catheter was implanted inside the stomach and into the gastrointestinal tract. In (B)(6) 2016 when removing the drainage catheter, it was noted that the catheter was fractured. A snare was intervened through the existing hole of the gastric tube to remove the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.